Event description:
Caller reported that the t:slim x2 pump battery would not charge despite efforts to reset the pump. There was no adverse impact to the customer¿s blood glucose level. Customer technical support instructed the caller to plug the wall adapter into a known working outlet and wait for at least 30 minutes to see if the pump would begin charging, and a follow-up was planned.